Event description:
It was reported that the disposable inner cannula (dic) became detached while in use. Note: actual product description not available at this point. Reported info only indicates that it's size 8 disposable inner cannula. As of the date on this report, the involved device has not been returned to the MFR for eval.